Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent compressed in unintended site. Device issue: stent dislodgement. It was reported that the patient had a monovessel coronary disease of the middle and proximal left descending artery. It was a long and calcified lesion, which involved the first and second side branches. The distal portion of the lad was successfully treated with a 2.75 x 18 mm promus stent. The 2.75 x 23 mm promus stent delivery system (sds) was advanced to stent the proximal lad, but due to calcification, the sds would not cross the lesion. The sds was retracted into the guiding catheter, but the stent dislodged in the ostium of the lad. An attempt was made to retrieve the stent with the balloon, but failed. The stent was then crushed on the vessel wall with non compliant balloons. An attempt was made to place a 2.75 x 15 mm promus, but it would not pass the crushed stent. No additional event or patient information is available. You are receiving this MDR report from abbott vascular, because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.